Manufacturer narrative:
(B)(4).

Event description:
Patient 's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient's father to stop the session and pair the receiver and transmitter first, ensuring that bluetooth icon is solid before hitting start sensor, and turn off all other bluetooth devices in the area. This was unsuccessful. Dexcom representative then advised patient's father to remove sensor and start a new sensor. No additional patient or event information is available.